Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0020138315000157. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent an overlapping intramedullary nailing procedure due to failed minimally invasive locked plating caused by refracture of the distal femur six weeks post-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the implants could not be reviewed as no lot information was provided. The product was not returned for review so no conclusions can be made as to the condition of the product. This device is used for treatment. A complaint history search for the item lot combination involved could not be completed as no part number or lot number was provided. The article stated that ¿she slipped indoors 6 weeks after her operation and sustained femur refracture around the proximal end of the plate and the outermost locking screw. This periplate fracture was regarded as a stress riser fracture occurring due to the proximal outermost bicortical locking screw that acts as a stress riser.¿ the most likely cause of the refracture of the bone in the patient was the fall sustained by the patient.